Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, when using the robotic assisted satellite station device, the robotic assisted base station device, and the robotic assisted saw interface device (sasi) right, it was observed that the femoral cuts were off by more than 3mm. It was reported that the surgical plan was to do a cementless femur. However, since the cuts were off a cemented femur was performed. It was reported that an excessive leg movement message was displayed even though the leg was not moving. It was reported that the robot was not mounted to the surgical bed. It was reported that the robot was redocked and then brought back in and the cuts were able to be completed. It was reported that this was the 3rd tka procedure of the day. There were no adverse consequences to the patient. No additional information could be provided.